Event description:
A surgeon reports that during intraocular lens (iol) surgery, the haptic broke off after the lens was inserted into the eye. The lens was cut and removed and a second tunnel cut was necessary. Additional information has been requested.